Event description:
Caller states patient received results of 30 mg/dl and 120 mg/dl within 10 minutes on the inform system while using comfort curve test strips. Caller states the first sample was taken from a "line" which was not cleared. Caller states the nurse noted the sample was visibly diluted. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.